Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult inspiratory heated breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and leakage tested. Results: visual inspection of the returned rt202 adult inspiratory heated breathing circuits revealed no physical damage observed. The leakage test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the leakage as reported by the customer, as no fault was found with the returned devices. All rt202 adult inspiratory heated breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt202 adult inspiratory heated breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative, that eleven rt202 adult inspiratory heated breathing circuits were found leaking from the connection of inspiratory chamber port. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt202 adult inspiratory heated breathing circuits are currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative, that eleven rt202 adult inspiratory heated breathing circuits were found leaking from the connection of inspiratory chamber port. There was no reported patient involvement.